Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported an incorrect date of the registration certificate for 12 packs of the product. According to the invoice dated (B)(6)2023, the product (code (B)(4)) was received - 20 packages for the clinic, of which 12 packages of the slmrmr lot on the label indicated the registration certificate 2010/06042 dated (B)(6) 2018, while the production date was 2022-10-26, which exceeds the allowable 180 days. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). Component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if this was a labeling identification issue? - the complaint has been classified according to tv-ref-21222 examples reference for dsi. The problem is related to incorrect information on the label (wrong date of the registration certificate). Because the discrepancy itself occurred at the factory that marks this product for russia (norderstadt), we cannot tell the exact reason, since it will be determined by the norderstadt factory in the course of their investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare® active ingredient(s) ¿ triclosan dosage form: suture/solid/parenteral strength= 275g/m.